Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. The review of event history log identified "air line alarm messages" in history. Functional testing included use testing. A false alarming "air in line" message alarmed when infusing the customer's pump. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty air detector sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "air in line". No adverse effects reported.

Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was retuned in good condition. The reported of issue of "air in line" alarm message issue was verified. The pump was found to be displaying "air in line" alarm message during the investigation. The "alarms air in line" issue was caused by faulty air detector. The air detector will be replaced in order to resolve the issue.